Manufacturer narrative:
Patient demographics were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The device history record review revealed nothing relevant to the event. If the device is returned and additional information is obtained, a follow-up report will be submitted. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent an apex shoulder procedure on (B)(6) 2017 where a small glenoid w/ cleat (lot: 1027261608) was implanted into the patient's right shoulder. The patient felt that her shoulder wasn't firmly fixated and a revision surgery was performed on (B)(6) 2018. During the revision, the surgeon opted for a rtsa and the glenoid was replaced with a small glenoid baseplate and 3 screws. Patient is a female, (B)(6).